Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va09h0z, implanted: (B)(6) 2013, product type: lead.

Event description:
The patient reported that their leads were broken. It was indicated that the patient fell and hit the floor where the implantable neurostimulator (ins) was in (B)(6) 2015. A couple weeks after the fall in 2015, the patient noticed that the ins was not working correctly for their symptoms. It was noted that a healthcare professional ran some tests in (B)(6) 2015, and told the patient that their leads were broken. A lead replacement was scheduled for (B)(6) 2016, but was canceled due to the patient's wedding. The patient was working on scheduling to get the device explanted. The patient mentioned that they had strokes and were prone to falling. The strokes were part of the reason why they had a neurogenic bladder. The patient had one stroke in 2001. It was confirmed that the strokes were before implantation and were not related to the device or therapy. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A follow-up letter from the patient indicated that their ins was explanted at their patient's request. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.